Event description:
The customer reported an air in line sensor issue. There was no patient involvement noted.

Manufacturer narrative:
Additional information d10, h3, h6, h10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2019, to the present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported an air in line sensor issue. There was no patient involvement noted.